Event description:
Olympus medical systems corp (omsc) was informed that during a thymectomy for anterior mediastinal tumor, the subject device was used. After four hours of use, the ptfe pad of the device was separated and could not be used any more. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for eval. Omsc rec'd the pictures of the subject device and confirmed that the ptfe pad of it was partially separated. The manufacturing history in the lot number of the device was reviewed, with no irregularities about the reported event noted. Considering the foregoing analysis, omsc concluded that the separation of the ptfe pad occurred since the user activated output without grasping anything (including after the tissue separated) while the grasping section is closed, which caused a local increase of the temperature due to friction between the probe tip and the grasping section. The instruction manual of the subject device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the evaluation, this report appears to be related to user handling.